Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing, intermittent low blood glucose (bg) levels (19 mg/dl at its lowest) and the cause was not known. The customer discussed the low bg events with a healthcare provider. Carbohydrates and juice were consumed to address low bg. Due to consuming too many carbohydrates, bg elevated (401 mg/dl) at its highest and correction boluses via the pump were delivered.